Manufacturer narrative:
Received 1 opened silicone catheter with the sample port connector still attached only. The reported event was unconfirmed. Per the visual inspection, there were black specks found inside the tip end of the product. This was part of the silver coating process and is not foreign material. The product met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that prior to use, there was foreign material on the tip of catheter before use. The foreign material appeared to be inside of the catheter per the preliminary evaluation of the sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, there was foreign material on the tip of catheter before use. The foreign material appeared to be inside of the catheter per the preliminary evaluation of the sample.